Manufacturer narrative:
Investigation summary: this complaint is for high mic ertapenem (etp) when using phoenix panel nmic-306 (catalog number 449292) batch number 4338977. The customer did not return panels, isolates or phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch were inoculated with in house isolates enterobacter cloacae complex enf 1161 and klebsiella pneumoniae enf 10997 and placed a phoenix m50 machine to evaluate for etp mic results. Also, control panels from the same material but different batch were inoculated with in house isolates enterobacter cloacae complex enf 1161 and klebsiella pneumoniae enf 10997 and placed a phoenix m50 machine to evaluate for etp mic results. All panels tested returned the expected etp mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. As no trends were identified, no corrective actions are slated at this time. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the bd phoenix¿ nmic-306 an unspecified number of patient isolates had high mics for the drug ertapenem. Confirmatory testing was performed using e-test strip. No health impact or consequence reported.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)#: k020322, k022129, k023444, k023634, k023858, k024153, k031530, k031699, k031912, k032299, k032567, k032655, k033362, k033560, k041384, k042932, k052269, k060214, k060217, k060257, k060444, k060447, k061327, k061355, k062207, k062944, k063301, k063486, k063573, k063811, k063824, k071623, k132674, k132909, k151320, k181665, k173252, k190905, k163637, k173523, k033458, and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic-306 an unspecified number of patient isolates had high mics for the drug ertapenem. Confirmatory testing was performed using e-test strip. No health impact or consequence reported.